Manufacturer narrative:
Visual examination of the returned device noted that both the proximal and distal bonds were continuous and met the minimum required bond length specification. The catheter shaft was inspected for cosmetic defects, and one kink was found at 146.5cm from the distal tip. The balloon was found to be leaking at the distal bond. There were no other defects found that could cause the balloon leak. The device history record (DHR) review confirms that this device met all material, assembly and performance specifications. The most probable root cause can be attributed to operational context.

Event description:
Event determined to be reportable based on device analysis approved in early 2009: it was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, inflation difficulties occurred. The stone was located in the common bile duct (cbd). The extractor rx 9mm x 12mm retrieval balloon would not inflate. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine". Device analysis revealed a shaft kink and balloon leak.